Manufacturer narrative:
Device evaluated by MFR: the product was not returned for evaluation. Field service has fixed the issue on "power supply, switching". So no complained part will be returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the display went blank during use. An angiojet® ultra system console was being used for a thrombectomy procedure in the lower extremity veins. The flushing process was completed. During the process of priming the medicine inside the patient, the top and main console screens shut down suddenly and went blank. It was noted that the background light on the drawer didn't work and the icons disappeared. The physician re-booted the console immediately; however it didn't work. The physician stopped using the console and completed the procedure with manual aspiration. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: eighteen years or older. Device expiration date: 12/31/9999. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the display went blank during use. An angiojet® ultra system console was being used for a thrombectomy procedure in the lower extremity veins. The flushing process was completed. During the process of priming the medicine inside the patient, the top and main console screens shut down suddenly and went blank. It was noted that the background light on the drawer didn't work and the icons disappeared. The physician re-booted the console immediately; however it didn't work. The physician stopped using the console and completed the procedure with manual aspiration. No patient complications reported and the patient's status is stable.